Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the carbs were running up without stopping. Customer mentioned that the alarm persisted even after a battery change. Customer's blood glucose reading at the time of the call was 4.6 mmol/l. No further information reported.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.